Event description:
Adverse event(s): "decreased va" (impaired vision). Product problem(s): "membranous substance on surface of the iol" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt experiencing decreased visual acuity over a period of two years following bilateral intraocular lens (iol) implant surgeries. Approx four months after the surgeries, a yag laser treatment was performed due to pco (posterior capsule opacification). Recently, the surgeon reported, noting a membranous substance on the surface of the iol located on the resected area by yag laser treatment. Additional info has been requested. There are two medical device reports associated with this event, this report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4) (B) (4).